Event description:
The sheath was implanted in the cath lab. No complications were noted during the cath lab procedure. The pt left the cath lab stable. Sheath broke off in the mou dept, when the nurse tried to remove it. Part of the sheath remained in the pt's vein. A CT surgeon in the or removed the retained sheath. The pt stayed overnight in the hosp, and was released the next day.